Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt, the ventricular lead had no pacing or sensing in bipolar. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. Concomitant products: product ID a3dr01, serial # (B)(4), implanted: (B)(6) 2015, product ID 457445, serial # (B)(4), implanted: (B)(6) 2015. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.